Manufacturer narrative:
.

Event description:
It was reported a remote transmission was received that showed the patient received inappropriate atp and hv therapy due to atrial fibrillation with rapid ventricular response misdiagnosed as vt due to programming. The patient then presented to the ER where device programming and medication changes were made.